Event description:
It was reported that during the surgery, the surgeon used a torque wrench and a tightener for final tightening of a blocker. The tip of the tightener was broken. The surgeon could not remove the fragment of the tightener from the blocker. The surgeon tried to tighten up the blocker by a counter using two devices.

Manufacturer narrative:
Lot# k419497. Method: visual analysis, device history review, complaint history review, risk assesment. Result: no relevant manufacturing issues were identified during DHR review. The device was confirmed to be fractured upon inspection. Review of the DHR confirms that the device was over 15 years old at the time of fracture. Conclusion: the most likely cause of the reported tip is wear of the device due to prolonged use.

Event description:
It was reported that during the surgery, the surgeon used a torque wrench and a tightener for final tightening of a blocker. The tip of the tightener was broken. The surgeon could not remove the fragment of the tightener from the blocker. The surgeon tried to tighten up the blocker by a counter using two devices.